Event description:
It was reported, the patient presented in the clinic due to shocks. Upon interrogation, it was observed there was far field p wave oversensing on the right ventricular (rv) lead that had resulted in inappropriate shocks. Lead dislodgement was suspected. Technical support was contacted and also suspected lead dislodgement. Diagnostic imaging was performed and a lead dislodgement was confirmed. The rv lead was explanted as the patient no longer was in need of the ICD system. The patient was stable.